Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer's insulin pump alarmed button error. The patient's blood glucose at the time of incident was 10.0 mmol/l. The customer was advised to discontinue use of the insulin pump revert to their medically prescribed back-up plan. The insulin pump will be returned for analysis and a replacement device will be shipped to the customer.

Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. No button error alarms were noted during testing. The pump had a cracked case at the display window corner, a cracked lcd window, cracked battery tube threads, a broken belt clip slot at the battery tube threads area, a cracked reservoir tube lip and a cracked reservoir tube window.